Event description:
A customer reported encountering cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset, and the customer successfully started a new sensor session, resolving the issue without the error reoccurring.